Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough resulting in elevated blood glucose levels. The patient noticed the issue with the adhesive when he woke up but didn't change the headset. The patient's blood glucose result was 388 mg/dl at 9:02 a.m. And no correction bolus was administered. At 11:54 a.m., the patient's blood glucose result was 413 mg/dl and the insulin bolus was not administered. The patient's blood glucose result was 481 mg/dl at 2:02 p.m. With no bolus correction. At 2:33 p.m., the patient started to experience symptoms of nausea and unable to eat. The blood glucose result 522 p.m. The patient was transported to the hospital by his parents. The patient was treated with ultra-fast insulin and stayed on a drop with unknown medications. The patient was hospitalized for approximately 1 hour.